Manufacturer narrative:
Device analysis performed discovered that the electrode shaft was broken at the hub.

Event description:
A report was received that the electrodes were damaged and would not connect properly.